Manufacturer narrative:
(B)(6). (B)(4). The device was returned for evaluation but results pending.

Event description:
It was reported that the patient underwent surgery due to lumbar disc herniation. During the surgery, there were two set screws found slipped and could not be used anymore. The surgeon had to change other one to complete the surgery. The patient's current status is normal. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample mas head found set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.